Event description:
According to the information received, no output signal, suspect the main board is defective. This happens prior medical procedure. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The affected device has been requested by the manufacturer. The device has not yet returned for investigation.the event is filed under internal karl storz complaint ID: (B)(4).